Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, cuff misses occurred with both devices as when the plungers were retracted after needle deployment, the sutures could not be verified. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a suture/ link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with two prostyle devices using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, cuff misses occurred with both devices as when the plungers were retracted after needle deployment, the sutures could not be verified. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: it was noted during device analysis that a small portion of the link and suture including the posterior cuff and needle were separated and not returned. The location of the detached components are unknown. Follow up with the account was conducted. It was reported that there was no separation noted on removal of the device. No additional information was provided.